Event description:
The patient received her scs system, including a surgical lead, on (B)(6) 2009. It was reported that the patient lost stimulation, and the amplitude was not increasing to a high enough level. Diagnostic testing exhibited invalid impedance readings on multiple lead contacts. The physician planned to perform x-rays of the patient's scs system. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.